Manufacturer narrative:
The device in question was not returned to manufacturer for investigation. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information, it is inferred that removal manipulation with force was made to the guidewire of which distal end was trapped in the cto lesion, resulting the breakage of the guidewire due to the force exceeding the product design limit. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. And "separation or breakage of the guide wire" as possible complications and adverse events.

Event description:
Reportedly, to treat the heavily calcified cto lesion at left anterior tibial artery, subject guidewire was used and advanced to cross the lesion. During the attempt, the tip of the guidewire was trapped in the lesion, and upon removal manipulation tip separation was noted. The broken fragment was left in the anatomy at the physician's discretion. Patient was discharge next day with no complication.

Manufacturer narrative:
(B)(4).